Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05233. It was reported that the patient¿s lead showed high impedances following an unrelated surgery. Reportedly, the leads were moved/touched during the unrelated surgery. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with a new lead addressing the issue. Therapy was confirmed post operatively.